Event description:
The patient underwent prophylactic generator replacement surgery. During surgery, it was identified that the outer and inner silicone tubing was gone, and the metal lead wire was exposed. The patient underwent full revision of the lead and the generator. It was noted that lead impedance was ok with the compromised lead prior to lead revision. Device history record of the lead indicated that no unresolved non-conformances were found, and the lead passed all specifications prior to distribution. It was noted that prior to surgery, there was no known lead damage or trauma to the vns site, and the surgeon assessed that the damage was possibly due to the age of the lead. Pre-operative diagnostics were reported to be within normal limits. The suspect device has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
The explanted lead underwent product analysis. Setscrew marks were found on both connector pins, indicating that at one time good electrical and mechanical connection existed between the generator and the lead. Continuity checks of the returned lead portions showed no discontinuities. No obvious visual anomalies were noted. The allegation that the tubing was missing was not verified in the product analysis lab; however, much of the lead was not returned and thus evaluation and resulting commentary cannot be made. No additional relevant information has been received to date.